Event description:
On 10/13/2023, it was reported by a distributor via (B)(4) that an ar-1317ft nano corkscrew ft head of the anchor broke off during insertion. This was discovered during a finger procedure on (B)(6) 2023. The case was completed using another ar-1317ft nano corkscrew ft.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.